Event description:
Customer reported an over infusion. At 4:36 am, an infusion of an unknown medication, 200 ml bag, was programmed to infuse at 8 ml/hr. At 07:00 am, the user noted 180 ml had infused. Additional information received: the medication hung was fentanyl and it was hung as a primary line. The patient did not have any adverse effects from this. Clinical engineering evaluated the device. The infusion was programmed on channel c, the logs indicated a rate of 7.5 ml/hr, vtbi of 95.3 ml, and a duration 12 hours, 42 minutes. Customer declined to provide any additional patient event information. No patient harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The reported complaint of an overinfusion condition was not confirmed. The log review for the incident was inconclusive. Due to continued usage of the device, the relevant log events have been overwritten. The oldest event found in the log is (B)(6) 2012 at 5:36 am. Since the incident programming was prior to this time it cannot be determined what rate the device was running at or for how long it had been in use. The internal and external inspection of the device found it to be in good working condition with no significant issues noted. Rate accuracy testing on the reported incident channel found the channel to be delivering fluid within specifications with no periods of unregulated flow observed. The root cause of the customer's experience was not determined during the investigation. No fault was found with the reported incident channel.